Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the product was received in the returnkit container with an unknown liquid. Result: first we performed a visual inspection of the shunt system. No significant deformations or damge of the valves were detected. Next we tested the permeability, adjustability, and opening pressures, as well as the brake functionality and brake force. Both valves operated as expected and met all specifications. No noise development could be perceived with either component. Finally we have dismantled the valves. Inside the progav we found a small amount of build-up of substances. Inside the shuntassistant were no visible deposits. In very rare cases, noises may occur in the valves when the base frequency is reached. However, this occurrence is only possible in very specific circumstances, but it does not affect the function of valve. More information can be found in literature, "flow-related noise in patient with ventriculoperitoneal shunt using gravitational adjustable valves". We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav made noises postoperatively. The valve was implanted in (B)(6) 2017. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided.